Manufacturer narrative:
The insulin pump was received with dog chew marks on case and electronics. The case and electronics were broken into pieces.

Event description:
Customer reported she was hospitalized on (B)(6) 2014 with high blood glucose over 600 mg/dl; treated with insulin drip. Customer experienced nausea and lightheadedness and drove to the hospital. She was diagnosed with diabetic ketoacidosis and pneumonia. Customer was wearing the insulin pump at the time of the emergency room visit. Customer also reported that the transmitter is damaged because the dog ate it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.